Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). (B)(4) implemented a field safety notice for disinfection and cleaning of livanova heater-cooler devices. The z number is z-2076/2081-2015. (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). The customer provided the lab test file which confirmes the presence of mycobacterium chimaera in the device, as well as mycobacterium gordonae. The customer stated that the cleaning procedure has been performed according to the instructions for use (IFU) and that the device is placed outside the operation theatre during use. The customer has requested that a deep disinfection be performed on the device. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
(B)(4) received a report that samples taken from the heater-cooler system 3t during maintenance tested positive for mycobacterium chimaera. There is no known patient involvement.

Manufacturer narrative:
During follow-up communication with the customer on (B)(6) 2017, livanova (B)(4) learned that the device is currently still in use. The customer plans to continue use of the device until it is sent back to livanova (B)(4) for deep disinfection. If any additional information relevant to the reported event is received, it will be submitted in a supplemental report.